Event description:
A cable error occurred during initialization. The customer was able to proceed with the procedure and take a sample. Another error code occurred following the sample. The customer replaced the probe and completed the procedure with no patient consequence.